Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. Date of issue and sensor insertion is an approximation. The patient stated they developed an infection at the sensor insertion site. The patient's parent called the house doctor on (B)(6) 2017 and was prescribed plasters with a n active ingredient to help heal the affected area. It was indicated that the reaction healed within 4 days from the skin onset. At the time of contact, the patient was doing okay. Additional patient or event information is not available.